Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the reportable malfunction corrosion inside pump unit air tubing was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: issues with lighting also, the spare light warning kept coming was due non olympus lamp life meter reading 300+hours, light intensity output measured out of specifications and the fan air vent clogged with heavy dust inside lamp housing. Based on the results of the investigation, most probable cause of the malfunction corrosion inside pump unit air tubing was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had issues with lighting and the spare light warning kept coming on. The issue was found during inspection for use. There were no reports of patient harm.